Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted as of this time. A call was placed to technical services on 05/30/2018 stating that there was noise on the rv channel. Ts recommends in-office check to see if noise increases with isometrics and pocket manipulation. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).